Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the tidal knob was not working. It would not volume and flow at correct amount. The event occurred during set up.

Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn # 3012307300-2025-11539-00 for details pertinent to this event.